Manufacturer narrative:
H3: product analysis visual inspection/damage location details: the concerto pusher was found kinked between ~80.5cm and ~83.0cm from the proximal end. The concerto implant coil was found separated from the detach element and found stretched and damaged with the polypropylene filament broken. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed. In addition, the coil was found stretched and separated from the pusher at the detach element. Possible causes of coil damage/stretching are, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. Customer reported devices were prepared per IFU and no issues were experienced that would cause the failure. Therefore, the likely cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The pusher was found kinked, typically indicative of advancing against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil was being used as per the IFU but the coil was kinked within the microcatheter. A new medtronic product used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that there were no issues that resulted in the damage that was found.